Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads around 200-300mg/dl before eating. Last 5 blood results in memory: hi, hi, lo, 330mg/dl, 504mg/dl. Customer performed blood test at the time of the call with a result of "hi". No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi." Customer normally reads around 200-300 mg/dl before eating. Last 5 blood results in memory: hi, hi, lo, 330 mg/dl, and 504 mg/dl. Customer performed blood test at the time of the call with a result of "hi." No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/20/2014).